Event description:
It was repored during a laparoscopic right salpingo oophorectomy and appendectomy a tsw35 locked out and would not fire. The unit manager was given the instrument that locked out and the instrument which was used to complete the case and worked fine. It is not known which instrument did not fire, so both are being returned. There was no consequence to the pt.